Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6)2025. It was reported that an adverse event occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6)2024 the patient was hospitalized. It was unclear why the patient got hospitalized. Although attempts to follow up with the patient and reporter for additional event details were made, contact was unsuccessful. Per clarification by technical support on (B)(6)2025, the patient was discharged on the (B)(6)2024. Data was evaluated and the allegation was confirmed. The probable cause was determined to be the mobile device losing power which led to signal loss. No additional patient or event information is available.

Event description:
It was reported that an adverse event occurred. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient was hospitalized. Unable to confirm the reason as to why the patient got hospitalized. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected.